Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that a chemotherapeutic agent was infusing when a leak was noticed due to pooling of the medication in the patient's bed. The presumed cause of the leak was at the connection of the texium adapter and the smartsite. There was no patient harm.